Manufacturer narrative:
One new device was returned for evaluation on 06/19/25. As received, no physical damage or anomalies on the brad-new sample was observed. No mating device was returned for evaluation. The sample was leak and vacuum tested and met the product specification. Event complaint was not able to be confirmed on the returned brand-new samples. Complaint can be confirmed based on DHR lot review and the defect reported by customer. Based on device history review (DHR) and the defect reported by customer. The probable cause is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective and preventative actions are in process. The DHR lot number was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The device is not available for evaluation, however a lot history review should be performed.

Event description:
The event involved a tego on an unspecified date. The reporter stated that blood was leaking from the tego connectors and unable to aspirate, there was clot formation, and also high arterial pressures continuously. The reporter also stated that there was suction problem. There was patient involvement; the customer stated that there was an adverse event, however, no information was provided as to what it was, nor was any information provided with regards to any medical intervention was necessary. An MDR report # mw5170537 was received on 30-may-2025 (see attachment).